Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a gradual increase in pacing impedance measurements. High out of range pacing impedance measurements were later observed along with increased threshold measurements. An invasive procedure was performed and this lead was successfully replaced. No adverse patient effects were reported.

Manufacturer narrative:
This lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.